Manufacturer narrative:
Product ID: 3389s-28, lot# v532274, implanted: (B)(6) 2012, product type: lead. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
A health care provider (hcp) reported that after the patient¿s leads were implanted, there were concerns for possible partial seizure due to motor activity. The patient was hooked up to electroencephalograms, but they did not reveal any seizure activity. The patient¿ movement had since disappeared, so they were discharged from the hospital in good condition. The patient had an appointment scheduled for (B)(6) 2012 to have the implantable neurostimulator (ins) implanted. The patient¿s indication for use is parkinson¿s dual. Refer to manufacturer report #6000153-2016-00793.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.